Event description:
A clinical incident involving two multivac xl arthrowands was reported to arthrocare corporation. During a hip arthroscopy procedure, the electrodes detached from the tip of the two wands in the surgical site. The electrodes remain in the patient's hip joint. There was no injury to the patient and no reported complications.

Manufacturer narrative:
The device was reported as returning for investigation. A follow up report will be provided after the device has been returned and completion of the investigation. Two devices, multivac xl arthrowand arthrowands, were used in the same procedure. Two separate MDR reports will be filed under MDR 2951580-2009-00036.